Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their set. The customer states there was site leaking. The customer's blood glucose level had been between 300mg/dl and 400mg/dl. The customer states they had bent cannula. The customer declined to troubleshoot for the highs. The customer was advised the sets would be replaced.